Event description:
It was reported to sjm that noise was observed on the ventricular channel. The noise was characteristic of myopotential. The patient also experienced diaphragmatic stimulation. The noise could be reproduced with positional testing. Perforation was suspected. The sense/pace portion of the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.